Event description:
The slightly updated version of the covid test by ihealth (white and orange box) separates the liquid of the mix from the mixing container, the one that would be used to put 3 drops into the final container with the test results. So a patient must use this liquid in a now small plastic pill sized container (uploaded a picture) that can be opened by screwing or cutting the tip off and squeezing it into the mixer. It is a surprisingly small amount, so much so that I've had to use multiple tests, because the pill size container doesn't really work perfectly, once it formed bubbles and most of the liquid somehow squeezed around the container, didn't go into the mixer. Today, though I did it all perfectly, the final result was the dropper could only squeeze out 2 drops. The test requires 3 drops. Would a test result with only 2 drops be trustworthy? And how many packages must one open? I've wasted 2. In any case, this new design is quite faulty whereas their old design, putting the mixing liquid right into the mixer, was faster, easier, less messy, and trustworthy. Reference report #mw5159388.